Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (15526913) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease retrievable vena cava filter. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile form (ppf) indicates that the filter was unable to be retrieved although there have been no documented attempts made. The patient reports to also be suffering from anxiety and ongoing mental anguish. According to medical records, prior to the filter implantation the patient was diagnosed with saddle pulmonary embolus and right heart strain. The patient also had bilateral fem-pop deep vein thrombosis (dvt) but no iliofemoral dvts. The patient tolerated the index procedure well and was taken to the recovery room in stable condition.

Manufacturer narrative:
It was reported that a patient had an optease inferior vena cava filter implanted. The indication for the implant was saddle pulmonary embolus, right heart strain and bilateral femoral-popliteal deep vein thrombosis (dvt), there was no dvt noted within the iliofemoral veins. According to the information received the device has malfunctioned and the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. Additional information received indicated that the filter was unable to be retrieved although there have been no documented attempts made. The patient reports to also be suffering from anxiety and ongoing mental anguish. At the time of the implant the patient tolerated the index procedure well and was taken to the recovery room in stable condition. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ¿filter embedded in wall of the ivc¿, could not be confirmed and could not be further clarified at this time. Without the procedural films to and/or post implant images to review, the reported retrieval difficulty could not be confirmed. The current documentation provided does not support an attempt at retrieval. Clinical factors that can influence retrieval difficulty include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.